Event description:
It was initially reported by the patient's caregiver that the patient's generator was going off every 60 minutes following a recent battery replacement on (B)(6) 2012. The caregiver was upset because the patient was required to follow up more often with his neurologist to titrate the patient's settings and the patient was said to have had an increase in seizures, below his pre-vns baseline levels due to the settings. A 60 minutes off time is indicative of a faulted system diagnostic test. Follow up was performed with the manufacturer's representative and he indicated that he believes the patient was intentionally programmed to 60 minutes off, as this was the setting programmed into the patients previous generator. It has yet to be confirmed if this 60 minutes off time was intentional or if a faulted test occurred. Attempts for additional programming history are underway.

Event description:
Programming history from the date of surgery was received by the manufacturer on (B)(6) 2012. It was confirmed that the patient was intentionally programmed to and off time = 60min. A faulted diagnostic test did occur prior to surgery; however this was previously reported under medwatch # 1644487-2012-00474

Manufacturer narrative:
Serial number, lot number, other - corrected data: the serial and lot number information were inadvertently left off of supplemental report 1. Manufacture date - corrected data: the manufacture date was inadvertently left off of supplemental report 1.